Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: event occurred on an unknown date in 2023. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthese employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2023, during post op dr. Rodas removed posterior rib plates. The patient had multiple plates behind the scapula. The patient complained of feeling the plates under the scapula. Patient was thin. There were no patient consequences. This report is for a 2.7mm ti matrixrib lckng screw selfdrilling/9mm. This is report 3 of 14 for (B)(4).